Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded but contrast medium residue was observed up to the distal balloon shoulder, indicating the application of negative pressure prior to reaching the target lesion. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and unprotected. The stent is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling during the intervention. It should be noted that the IFU clearly states not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was attempted to introduce the complaint instrument into the patients body using an 8f teleflex guardian ii non-click version hemostatic valve but failed to cross this valve.